Manufacturer narrative:
(B)(4). Additional information: was a cholangiogram performed using the device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip formed like a diamond shape and it would not occlude the cystic duct. It was unknown which firing this occurred. This occurred with two devices during the same procedure. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.